Manufacturer narrative:
Other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. No visual defects were detected. Functional testing passed. The complaint was not confirmed. No root cause could be determined because the complaint was not confirmed. Due to the sample provided not showing the failure mode reported, no failure could be identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions are required since the complaint was not confirmed.

Manufacturer narrative:
D4: UDI updated UDI related data quality updates only.

Manufacturer narrative:
Other text: d4: UDI section is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff "seemed to be fine" during testing, but the cuff slowly leaked during patient use. Adverse patient effects are unknown.